Event description:
The customer stated she was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 285 mg/dl. The infusion set was changed the day prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. The customer also mentioned that she gave manual injections but the high blood glucose levels continued. Advised the customer about the possibility of the insulin being denatured. Instructed the customer to discontinue using the insulin pump due to the failed prime test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.